Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, it was found that a part of the obturator shaft had a dent when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.